Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were peripheral neur opathy and spinal pain indications. It was reported that the patient didn't think the device was working right. The patient stated that even when the ins was charged up, their lower back still hurt and they were experiencing tingling from their hip down to their toes. The patient said that they turned the stimulation up, however the therapy didn't help with the pain. When asked for the event date, the patient stated that it had been going on for about two to three weeks. The manufacturer's patient services specialist (pss) also advised the patient that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.